Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad detached from the grasping section of the device. The intended procedure was completed using another similar device. There was no pt injury reported. Olympus has followed up with the user facility to obtain additional info regarding the reported event but with no results.